Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 complaint conclusion: as reported, the sealant plug of a 6f/7f mynxgrip vascular closure device (vcd) dislodged and exited the body during withdrawal of the system after completion of closure. Manual compression was subsequently used for hemostasis, and the user reported the occurrence of a mild hematoma. There was no reported patient injury. During the procedure, no excess force was applied during insertion, and the balloon was removed while the advancer tube was held in place. There was no difficulty removing the device through the advancer tube, and although the sealant was deployed to the proper location, it became dislodged. After removal, there was no visible bending or damage to the distal end of the balloon shaft, and the sheath was not kinked or bent. The vessel depth was not shallow, and the approach was retrograde. The user was trained on the device, and it was prepared and stored according to the instructions for use (IFU). The patient had a history of hypertension. Femoral artery suitability and the 30¿45° insertion angle were verified on angiography or venography, and the vessel diameter was confirmed to be at least 5 mm. There was no vessel tortuosity, the puncture site was the femoral artery, and there was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. The patient with renal artery stenosis underwent a procedure via puncture of the left femoral artery using a 6f non-cordis short sheath introducer. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 6f non-cordis device was returned partially inserted into the unit. The catheter sheath introducer (csi) was returned partially inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was returned already removed from the unit. The sealant sleeve was found fully retracted, and the balloon showed no abnormal conditions to be reported. No additional anomalies were observed during this visual analysis. Dimensional analysis was conducted to measure the distance between the shuttle tip and the inflated balloon. The result obtained was within specification. The measurement was obtained using a calibrated ruler. The reported event of ¿sealant-sealant dislodged¿ was not observed through analysis of the returned device since the sealant/advancer tube was not received and due to the nature of the complaint. Additionally, the subsequent ¿hematoma¿ could not be observed as procedural images were not provided. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue since the sealant and advancer tube were not received, and therefore, a complete physical investigation could not be performed. However, procedural/handling factors of the device possibly resulted in the dislodged sealant and subsequent minor hematoma since the returned device showed proper complete removal of the device and no anomalies were noted. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube, and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant plug of a 6/7f mynxgrip vascular closure device (vcd) dislodged and exited the body during withdrawal of the system after completion of closure. Manual compression was subsequently used for hemostasis, and the user reported the occurrence of a mild hematoma. There was no reported patient injury. During the procedure, no excess force was applied during insertion, and the balloon was removed while the advancer tube was held in place. There was no difficulty removing the device through the advancer tube, and although the sealant was deployed to the proper location, it became dislodged. After removal, there was no visible bending or damage to the distal end of the balloon shaft, and the sheath was not kinked or bent. The vessel depth was not shallow, and the approach was retrograde. The user was trained on the device, and it was prepared and stored according to the instructions for use (IFU). The patient had a history of hypertension. Femoral artery suitability and the 30¿45° insertion angle were verified on angiography or venography, and the vessel diameter was confirmed to be at least 5 mm. There was no vessel tortuosity, the puncture site was the femoral artery, and there was no presence of pvd or calcium near the puncture site. The patient with renal artery stenosis underwent a procedure via puncture of the left femoral artery using a 6f non-cordis short sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.